Event description:
Customer alleged discrepant blood glucose results of 473 mg/dl and 73 mg/dl when testing was performed back-to-back within 1 minute on the advantage system. Customer reported symptoms of low glucose, self-treated with soda, and reported feeling better. A request was made for the return of the suspect device and replacement product was sent.